Event description:
It was reported that there was poor separator movement after centrifugation with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, translated from french to english: we noticed an incident on the positioning of the mechanical separator after centrifugation. Indeed, the separator is positioned in the middle of the plasma volume. The speed (2200g) and the centrifugation time (11 minutes) were respected. The mechanical separator for the other barricor tubes centrifuged at the same time were positioned correctly. This positioning caused several times an automatic breakdown of our cobas 8000 chain requiring the intervention of the after-sales service (patient sampled several days in a row). New information added by bd tech on the 2nd of september 2020. No action was taken on the device as the incident was one-time. That seems to be the nature of the patient¿s plasma. It hasn¿t happened again. We no longer have the batch in stock. After discussion and research, the patient presented with lamba immunoglobulin g and a high protein level. The tube used ( ref: (B)(4) ) came from lot 0104987 with an expiry date of 31/08/2021.

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for improper separator positioning with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing] and no issues were observed relating to improper separator positioning as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor separator movement after centrifugation with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: we noticed an incident on the positioning of the mechanical separator after centrifugation. Indeed, the separator is positioned in the middle of the plasma volume. The speed (2200g) and the centrifugation time (11 minutes) were respected. The mechanical separator for the other barricor tubes centrifuged at the same time were positioned correctly. This positioning caused several times an automatic breakdown of our cobas 8000 chain requiring the intervention of the after-sales service (patient sampled several days in a row). New information added by bd tech on the 2nd of september 2020: no action was taken on the device as the incident was one-time. That seems to be the nature of the patient¿s plasma. It hasn¿t happened again. We no longer have the batch in stock. After discussion and research, the patient presented with lamba immunoglobulin g and a high protein level. The tube used ( ref: (B)(4)) came from lot 0104987 with an expiry date of 31/08/2021.